Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ ni. The customer's allegation was confirmed. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, during preparation for use the subject device had no image. No patient harm reported.